Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was received from a customer by a boston scientific distribution center. During inspection of the returned flexima biliary stent system, a wool-like fiber was noted in the sealed packaging. There no damage to the packaging. Additional information received confirmed there was no patient or procedure involved in this event.

Manufacturer narrative:
(B)(4). Advancer bypass ees associates obtained the following information during a conversation with the sales representative and division manager: the surgeon admitted he did not always pre-load. However, he is adamant that he always pre-loads now. The sales rep acknowledged that the surgeon admits that it may not be the device that is causing the issue. The rep has since been in cases and cannot detect any technique issues. The analysis results of the device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, it delivered two malformed clips due to an advancer bypass, the remaining clips were conforming according to our manufacturing specifications. The device locked out as intended but the orange indicator was visible at 11th firing sequence thus, it over traveled. This finding is not related with the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was firing malformed clips. A new device was used to complete the procedure. There was no patient impact reported. (B)(6).

Manufacturer narrative:
(B)(4) information was not provided by the initial contact. Information anticipated, but unavailable at this time.